Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and the foreign material appeared to be seeds - however, the foreign material in the suction cylinder was unable to be further specified. Moreover, no physical damage of the suction cylinder was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instructions for use (IFU) states the preventative measures of the suggested event in operation manual: 4.2 insertion: air/water feeding and suction: suction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the cleaning brush could not be passed into insertion tube of the evis exera iii colonovideoscope from the red button port. The customer further reported that the foreign material found inside the channel was "some kind of seeds". The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; a boroscope found foreign objects in the suction cylinder. The additional evaluation findings are as follows: the leak check dunk was unable to be performed due to foreign object in suction cylinder, switch button 1 had a cut, there was a stain in the biopsy channel, the play in the "right/left" and "up/down" control knob was loose, the plastic distal end cover had a dent, the objective lens had glue peeling, the light guide lens had a crack, the bending section cover glue was cracked, and there was no suction due to the foreign object in the suction cylinder. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did flush the auxiliary water channel with water. There were no abnormalities in the accessories used for reprocessing. The customer flushed the auxiliary water channel with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.